Event description:
A consumer implanted for non-malignant pain reported in (B)(6) their stimulator quit working. It was noted communication worked fine and the battery was full but the consumer felt very little, if any, stimulation. It was further reported the consumer "just woke up" and suddenly didn't feel stimulation. The patient programmer (pp) was used to check the device which indicated stimulation was on. Stimulation was increased to 10.5 volts and the upper limit was seen, but there was still no stimulation felt. There were no traumas or falls reported related to this issue.

Event description:
Additional information received from the consumer reported four of their electrodes were out, one was in use, and three were left. In order to resolve the lack of stimulation they turned working electrodes.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the consumer reported they met with the manufacturer¿s representative (rep) who told them the reason they weren¿t feeling stimulation was because two out of the eight electrodes were out, so they had to reprogram to other electrodes which helped resolve the issue. However, on (B)(6) 2016, the implant quit working again just like it did last time. The consumer had turned the implantable neurostimulator (ins) off when they went to bed, but the next morning when they turned it back on, they were unable to feel stimulation. There were no traumas or falls reported related to this issue. The patient programmer (pp) was used to check the device which showed stimulation was on. Stimulation was increased to 10.5 volts but the consumer still wasn¿t feeling anything.

Event description:
Additional information received from the consumer reported the cause of the loss of stimulation was due to two electrodes going out initially, and then a third electrode going out a week later. The consumer had appointments with their healthcare provider (hcp) on (B)(6) 2016. In order to resolve the issue the consumer was using electrode four, but were told if more went out it might need to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.